Event description:
Pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain") and pregnancy with contraceptive device ("unexpected pregnancy with essure") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), visual impairment ("impaired vision"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal problems"), alopecia ("hair loss"), migraine ("migraines"), weight fluctuation ("abnormal weight fluctuation"), mental disorder ("psychological/psychiatric problems") and emotional distress ("emotional anguish"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy to remove the essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, visual impairment, fatigue, gastrointestinal disorder, alopecia, migraine, weight fluctuation, mental disorder and emotional distress outcome was unknown. The pregnancy outcome was not reported. The reporter considered alopecia, emotional distress, fatigue, gastrointestinal disorder, mental disorder, migraine, pelvic pain, pregnancy with contraceptive device, visual impairment and weight fluctuation to be related to essure. The reporter commented: since having the surgery, her symptoms have mostly resolved. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain") and pregnancy with contraceptive device ("unexpected pregnancy with essure") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), visual impairment ("impaired vision"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal problems"), alopecia ("hair loss"), migraine ("migraines"), weight fluctuation ("abnormal weight fluctuation"), mental disorder ("psychological/psychiatric problems") and emotional distress ("emotional anguish"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy to remove the essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, visual impairment, fatigue, gastrointestinal disorder, alopecia, migraine, weight fluctuation, mental disorder and emotional distress outcome was unknown. The pregnancy outcome was not reported. The reporter considered alopecia, emotional distress, fatigue, gastrointestinal disorder, mental disorder, migraine, pelvic pain, pregnancy with contraceptive device, visual impairment and weight fluctuation to be related to essure. The reporter commented: since having the surgery, her symptoms have mostly resolved. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain"), pregnancy with contraceptive device ("unexpected pregnancy with essure"), abortion spontaneous ("miscarriage"), retinal haemorrhage ("retinal hemorrhaging"), impaired gastric emptying ("gastrointestinal problems-gastroparesis") and perinatal depression ("postpartum depression") in a 26-year-old female patient who had essure (batch no: 626976) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in may 2016. The patient's concurrent conditions included diabetes, blood pressure high and chronic kidney disease. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced fatigue ("fatigue"), menorrhagia ("abnormal bleeding(menorrhagia)") and vaginal haemorrhage ("abnormal bleeding(vaginal)"). On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("right lower quadrant pain") and back pain ("back pain"). In january 2009, the patient experienced urinary tract infection ("uti"). In february 2012, the patient was found to have weight increased ("weight gain"). In 2014, the patient experienced retinal haemorrhage (seriousness criterion medically significant). In 2015, the patient experienced impaired gastric emptying (seriousness criterion medically significant). In may 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced alopecia ("hair loss"), headache ("headaches") and migraine ("migraines"). On an unknown date, the patient experienced visual impairment ("impaired vision"), perinatal depression (seriousness criterion medically significant), weight fluctuation ("abnormal weight fluctuation"), mental disorder ("psychological/psychiatric problems") and emotional distress ("emotional anguish"). The patient was treated with bupropion hydrochloride (wellbutrin), insulin human (insuline humaine), sulfamethoxazole;trimethoprim (bactrium ds), sumatriptan succinate (imitrex df) and surgery (cholecystectomy and bilateral salpingectomy to remove the essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, alopecia, fatigue, headache, menorrhagia, migraine, vaginal haemorrhage and back pain had resolved and the pregnancy with contraceptive device, abortion spontaneous, visual impairment, retinal haemorrhage, perinatal depression, weight fluctuation, mental disorder, emotional distress, urinary tract infection, weight increased, abdominal pain and abdominal pain lower outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, back pain, emotional distress, fatigue, headache, impaired gastric emptying, menorrhagia, mental disorder, migraine, pelvic pain, perinatal depression, pregnancy with contraceptive device, retinal haemorrhage, urinary tract infection, vaginal haemorrhage, visual impairment, weight fluctuation and weight increased to be related to essure. The reporter commented: since having the surgery, her symptoms have mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen: on (B)(6) 2008: total bilateral occlusion. Computerised tomogram pelvis: on (B)(6) 2008: total bilateral occlusion. X-ray of pelvis and hip: on (B)(6) 2016: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jan-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain"), pregnancy with contraceptive device ("unexpected pregnancy with essure"), abortion spontaneous ("miscarriage"), retinal haemorrhage ("retinal hemorrhaging"), impaired gastric emptying ("gastrointestinal problems-gastroparesis") and perinatal depression ("postpartum depression") in a 26-year-old female patient who had essure (batch no: 626976) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in may 2016. The patient's concurrent conditions included diabetes, blood pressure high and chronic kidney disease. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced fatigue ("fatigue"), menorrhagia ("abnormal bleeding(menorrhagia)") and vaginal haemorrhage ("abnormal bleeding(vaginal)"). On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("right lower quadrant pain") and back pain ("back pain"). In january 2009, the patient experienced urinary tract infection ("uti"). In february 2012, the patient was found to have weight increased ("weight gain"). In 2014, the patient experienced retinal haemorrhage (seriousness criterion medically significant). In 2015, the patient experienced impaired gastric emptying (seriousness criterion medically significant). In may 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). In august 2017, the patient experienced alopecia ("hair loss"), headache ("headaches") and migraine ("migraines"). On an unknown date, the patient experienced visual impairment ("impaired vision"), perinatal depression (seriousness criterion medically significant), weight fluctuation ("abnormal weight fluctuation"), mental disorder ("psychological/psychiatric problems") and emotional distress ("emotional anguish"). The patient was treated with bupropion hydrochloride (wellbutrin), insulin human (insuline humaine), sulfamethoxazole;trimethoprim (bactrium ds), sumatriptan succinate (imitrex df) and surgery (cholecystectomy and bilateral salpingectomy to remove the essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, alopecia, fatigue, headache, menorrhagia, migraine, vaginal haemorrhage and back pain had resolved and the pregnancy with contraceptive device, abortion spontaneous, visual impairment, retinal haemorrhage, perinatal depression, weight fluctuation, mental disorder, emotional distress, urinary tract infection, weight increased, abdominal pain and abdominal pain lower outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, back pain, emotional distress, fatigue, headache, impaired gastric emptying, menorrhagia, mental disorder, migraine, pelvic pain, perinatal depression, pregnancy with contraceptive device, retinal haemorrhage, urinary tract infection, vaginal haemorrhage, visual impairment, weight fluctuation and weight increased to be related to essure. The reporter commented: since having the surgery, her symptoms have mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen: on (B)(6) 2008: total bilateral occlusion. Computerised tomogram pelvis: on (B)(6) 2008: total bilateral occlusion. X-ray of pelvis and hip: on (B)(6) 2016: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2018: pfs received- new event pregnancy (stillbirth or miscarriage), uti, postpartum depression, headaches, retinal hemorrhaging, weight gain, abnormal bleeding(vaginal), abnormal bleeding(menorrhagia), right lower quadrant pain, back pain, abdominal pain were added. Pt of gastrointestinal disorder updated to impaired gastric emptying. Outcome of fatigue, alopecia, migraine, pelvic pain, impaired gastric emptying updated to recovered / resolved. Lot number, new reporter, patient information, medical history, lab data and treatment medication were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.